Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 210 mg/dl and their sensor glucose read 80 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. Customer declined to return the product for analysis.